Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had beeped 3 times before it shut down during therapy at intensive care unit (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The reported issue beeping 3 times before it shutdown did not occur. A review of the event history log could not be confirmed through the event history log (ehl) review or reproduced during evaluation, and no occurrences of "improper shutdown!" . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.